Manufacturer narrative:
The ge svc rep replaced the defective ps1 power supply in workstation, and verified operation of unit. Unit functions as intended.

Event description:
The customer reported that after taking last fluoro shot and moving unit away from table, unit shut down and would not reboot.